Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Updated fields: h4

Event description:
It was observed during the device inspection that the uretero-reno videoscope had big hole in the bending section (piece missing). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of stress. The most probable cause is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.